Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned drop confirms push pin is broken. The push pin is still connected to device. The device was manufactured in 2010. The device exhibits signs of significant wear and usage. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during trauma nail hip surgery, it was noticed that the pin on the 125 rad drill guide drop that holds the reader sleeve in place is broken. Now that the pin is broken the sleeve slides out unless someone holds it, and will not work in future cases. The procedure was finished using the same device, with no surgical delay and no injury to the patient.